Event description:
It was reported that the pulse generator exhibited backup vvi operation. The device remained in service and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.